Event description:
It was reported that the battery longevity of the implantable cardioverter defibrillator (ICD) was less than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(6) shows the minimum battery voltage equal to 2.944 to 2.644 volts between (B)(6) 2012 and (B)(6) 2012. This is before device recommended replacement time which is less than or equal to 2.6251 volts.

Manufacturer narrative:
Product event summary (B)(4) -the device was returned and analyzed. The device met 77% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.